Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer was hospitalized on (B)(6) 2016 due to diabetic ketoacidosis with a blood glucose level was over 400 mg/dl. The customer's blood glucose was 232 mg/dl at the time of call. The customer was treated during hospitalization. The customer was wearing the insulin pump at the time of hospitalization. The customer performed troubleshooting was did not find issue. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted. Motor passed the motor test. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.